Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported that the cutter would not cut. Additional information has been requested. No patient impact was reported.

Manufacturer narrative:
The device was not returned for evaluation. We have concluded that the root cause of the reported event could not be determined. A review of the complaint database revealed 2 other complaints for similar reason code have been submitted against lot no. W1575. See reports 0001920664-2019-00031 and 0001920664-2019-00053. CAPA 610815 was closed on 06 july 2018 but was still open when lot no. W1575 was manufactured. Per CAPA 610815 and qcr 332663 the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5612. The first lot of bl5612 that was built with the vitrectomy tubeset enhancement was lot no. W2064 in june 2018. Any bl5612 product with lot no. W2064 or higher will include the vitrectomy tubeset enhancement. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.